Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: 325cc mentor smooth round moderate profile memorygel breast implant, catalog: 3507325bc, lot: unk, sn: unk. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor smooth round moderate profile memorygel breast implant experienced left sided symptomatic rupture post procedure. The left sided symptomatic rupture was confirmed by a mammogram on an unknown date. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
On 10/8/2019, device was received and lot number was provided. Patient underwent bilateral removal and replacement with a 350cc smooth round moderate plus profile memorygel breast implants on (B)(6) 2019. Moreover, the concomitant product (right side device) was found to be rupture upon explantation surgery on (B)(6) 2019. On 10/30/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 10/31/2019. Device evaluation summary: according with the information reported the patient experienced a rupture during evaluation of the device it was observed to be ruptured. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).